Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pain pump was not working anymore. No patient symptom was reported. The event date was unknown. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received via a consumer. It was noted that a magnetic resonance imaging (MRI) technician wanted the device manufacturer to make an outbound call to review guidelines. The patient had provided a phone number that patient services gave to the MRI cell agent for follow-up. It was indicated that the issue had been ongoing for at least 8 months. The date (B)(6) 2019 is considered an approximate date of event (specific year known only). The patient was in severe pain and felt like the pump was pushing on their spine. It was further described as having felt like a sharp pain below the pump. They were to continue towards a requested MRI. The patient was to follow-up with their healthcare provider. The pump was currently administering morphine of an unknown concentration at an unknown dose rate.

Manufacturer narrative:
The previously applied patient code (B)(6) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.